Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient reported he experienced a sudden loss of stimulation and he is not able to establish communication between his scs ipg, charging system and/or patient programmer. Additionally, the patient receives a ipg comm error 2501 message from the programmer. Follow-up identified a sjm rep confirmed the issue using multiple external devices. Subsequently, surgical intervention will be taken at a later date to address the issue.